Event description:
Gambro received info from a law firm representing a client that three years ago a dialysis technician slipped and fell on the hospital floor from water leaking from a dialysis machine located at the unit. It was reported that the tech received treatment in the emergency department after she slipped and fell on the wet floor. The employee was treated for a dislocated finger and discharged home. Ref MFR report#: 9616240-2014-00002.